Event description:
Vns pt was evaluated by an ent for potential vocal cord paralysis. It was reported that the pt has had voice changes since implant and that device was programmed to on the day of implant surgery. The treating ent reportedly indicated that one side of vocal cords doesn't move and that he wanted to perform some additional testing. Further follow-up revealed that the pt was diagnosed with vocal cord paralysis and has been referred to a speech pathologist. The speech pathologist has instructed the pt not to clear throat and not to force voice when speaking. The pt is scheduled for voice therapy where they will learn to talk without force and the breathe better. No surgical intervention is planned. The pt does not want vns parameters reduced as they have benefited greatly from vns therapy in regards to seizures. The pt has reportedly been seizure-free for 2 months.